Event description:
Device 2 of 2. Reference MFR report # : 1627487-2012-00188. During a follow-up physician visit, it was discovered that the pt's (B)(6) dbs system exhibited low impedance readings. No further details have been provided to the manufacturer regarding this event.

Manufacturer narrative:
This device is not marketed/approved in the USA, but is similar to a USA marketed/approved device. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.